Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds and a drop in pacing impedance resulting in a lead polarity switch. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead (B)(6) 2008. (B)(4).